Manufacturer narrative:
Maquet cardiopulmonary gmbh did not request the product back for investigation since there are photographs of the failure. In these photographs, it could be seen that there is crack at the luer part of the connector. Maquet cardiopulmonary gmbh is aware of similar complaints from this product. Similar product, showing a similar malfunction, has been investigated in #265320: according to this investigation, visual inspection was performed. At the luer connector several cracks and hairline cracks were detected. Based on this failure could be confirmed. Trend search was performed. At this time no systemic error was found. At this time, no poorly designed device problem was detected. Device history record for lot 92291140 was reviewed. There are no evidences indicating a non conformance or deviations of the product in question during the manufacturing and final release of this specific lot. The reported failure was identified as part of the current risk management file (dms#1992719 v3b). Mitigation's for this specific failure are in place as per instruction for use warnings and design specifications and also in manufacturing processes in order to reduce of similar failures. It was reported that the failure was occurred 3 days after installation. The cannulae was used with maquet be-hls 7050#hls set advanced. This information shows that the product has no damage at the time received by customer. Based on this no manufacturing problem could be detected. According to instruction for use, the maximum duration of use for the hls cannulae with bioline coating in combination with a pls set, pls set plus or hls set advanced from maquet is 30 days. Based on this, no use duration problem could be detected. The information obtained so far within this investigation does not represent any use, design and manufacturing problems. I could be confirmed that the device met its specification at the time of manufacturing and therefore all damages found on the product are due to excessive or inadequate external physical force that was exerted on the product after the release. This complaint is being monitored as part of the complaint data trending of maquet cardiopulmonary gmbh and further investigations and measures will be conducted in case of adverse trending.

Event description:
(B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.

Event description:
"Problem with a 17fr arterial cannula on the reperfusion connection that cracked failure on the luer lock connection." Complaint: #(B)(4).